Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery prior to an interventional endovascular treatment procedure with a 6f sheath. Hemostasis was achieved using the perclose proglide. Reportedly post procedure, the patient complained of pain in the left lower extremity, and the posterior wall was raised. An ultrasound examination revealed that the suture had caught on the posterior wall, causing it to bulge and resulting in acute arterial occlusion of the left lower limb. The suture was surgically removed, and blood flow improved. Surgical cutdown was done to achieve hemostasis. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided. This event was identified through review of a japanese article, titled "a case of arterial occlusion caused by perclose hemostasis devices and modeling to investigate its causation".

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of pain and occlusion are listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. Based on the information provided, a definitive cause for the reported backwall stitch could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm.. The patient effects and treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.